Manufacturer narrative:
Concomitant product: d284drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that there was a svc (superior vena cava) lead impedance warning for the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.